Manufacturer narrative:
The product has not been returned for analysis. Complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, the preloaded intraocular lens (iol) was prepared as recommended for iol implantation. When the surgeon was injecting the lens through the plunger he felt that it was a bit tight while the lens was advancing through the nozzle. He continued to push the plunger and the lens went out of the nozzle into the anterior chamber and hit the iris causing some bleeding. The lens was positioned in the capsular bag and centered nicely. The viscoelastic and blood were irrigated and aspirated from the anterior chamber. The surgeon expects the patient to be alright.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the surgeon reports the patient continues to be "alright", no problem with the eye and the vision is good.